Manufacturer narrative:
(B)(4).

Event description:
Procedure: foot and ankle surgery. As reported in the medical journal article "severe scar problems following use of a locking barbed skin closure system in the foot". Formal scar excision and resuturing. Severe scar problems following use of a locking barbed skin closure system in the foot. Majid chowdhry mbbs, mrcsa, samrendu singh ma, -four required formal scar excision and resuturing to treat symptomatic patients. Although initially appearing to heal well, by around 4 weeks typically they would start to become more bulky and erythematous. These wounds continued to inflame despite the removal of emergent barbed suture material and antibiotic usage.